Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose ribbon cable to the central processing unit board. The ribbon cable was reconnected to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.